Event description:
It was reported that an unspecified access primary set would not connect to unspecified access secondary set. It was also reported that the secondary line would not back prime of flow. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.